Manufacturer narrative:
The device has not yet been returned to maquet cardiovascular. We will continue to pursue the device being returned from the customer for investigation. A supplemental report will be submitted when the device has been returned and the investigation has been completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tissue welder started smoking inside the tunnel. They took it out and saw that it was glowing red and would not shut off. They used a replacement unit to complete the procedure. The hospital did not report any patient effects. The product is returning.